Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It was within spec for pressure-flow test performed at -50cm hp and 5.5 ml/hr, or for the preimplantation test. The valve did not pass the leak test due to holes in the reservoir. Debris within the valve can cause incomplete closure of the membrane resulting in low pressure-flow results. There were no occlusions of breakages detected. The conditions of the complaint were not observed in the lab. A review of the mfg records was not possible as no lot # was provided. All our prods are 100% tested at the time of MFR.

Event description:
It was reported that the valve clogged and then broke into three pieces prior to re-implantation.